Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he woke up and was bolusing for a meal but the up arrow button was not working on the insulin pump. Customer stated that the down arrow button works fine. Customer was able to roll around to the needed numbers. Customer mentioned that the up arrow button stopped working yesterday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.